Event description:
It was reported the patient experienced a non-st elevated myocardial infarction (non-stemi) coincident with peritoneal dialysis therapy. The patient was hospitalized the previous day and the non-stemi was diagnosed the following day. The non-stemi was manifested by epigastric pain. Treatment was not reported. The patient was discharged from the hospital four days after admission. At the time of this report, the patient was recovering from the non-stemi and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.